Manufacturer narrative:
Technician recommended that account change the sidecom board. Account stated that the bed was moved to a different area and is working properly at this time. Account stated that the sidecom board was not changed. No further information on the repair of this bed is available. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed is not sending a nurse call when any nurse call switch is pressed on the bed.